Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscal repair, the t1 of two (2) fast-fix flex devices were deployed successfully, however, the t2 of both devices failed to deploy correctly. The firing mechanism was incredibly stiff, to the point of being jammed, the surgeon forcefully had to advance the firing mechanism during this process, the t2 anchors incorrectly popped out of the needle and had to be removed using arthroscopic graspers. The t1 implants were also removed using graspers and biters. The surgery was completed after a non-significant surgical delay, using a back-up device instead. No further complications were reported.